Event description:
Customer reported performing comparison tests with the freestyle meter and results of 12.1 mmol/l (-218 mg/dl) and 3.7 mmol/l (~67mg/dl) were given. The customer reported having symptoms of hypoglycemia. The customer treated themselves by drinking orange juice and milkshake and by eating bread with peanut butter and honey. Additionally, while troubleshooting the freestyle meter over the phone, comparison tests were done. Results were 7.9 mmol/l (~142 mg/dl) and 9.5 mmol/l (~171 mg/dl). All tests were reported to have been performed on the finger. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction. The customer also reported that they often receive error 3 messages from the freestyle meter. One error 3 message was received while troubleshooting.